Event description:
It was reported that the system never helped. The patient was implanted about three years prior to the event and then was ¿practically abandoned by both my surgeon and the technician. The tech. Tried a few times to get it in the right area and the last time just walk out and never saw her again. The surgeon about the same.¿ the patient tried several times to ¿no avail.¿ and now the stimulation battery would not take a charge. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that the patient still had concerns with his device or therapy but have not sought further help. &#50063;w it is dead and never worked.&#55316;he patient felt it sounded too good to be true.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).